Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 456 mg/dl. The customer¿s blood glucose value was 456 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experienced symptoms due to high blood glucose value. The customer reported no delivery alarm. The customer treated high blood glucose with manual injection. Based on customer¿s report customer does allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump failed high pressure test. The insulin pump will not be returned for analysis.